Event description:
Company received a report of a pilot balloon leak on an endotracheal tube 10 minutes after patient intubation. The tube was removed and patient was reintubated.

Manufacturer narrative:
It was requested that the reported device be returned to the manufacturer for evaluation. If the device is returned and evaluated a follow up will be submitted.